Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a replacement procedure, the physician was unable to advance one of the new leads. As a result, the placement of that lead was abandoned, and therapy was established with the other lead. The patient also had high impedances at the lead contacts, documented in other reports (related manufacturer reference numbers): 1627487-2020-23653, 1627487-2020-23654.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.